Event description:
Approx 6 months following cypher stent placement this pt returned for follow up. Repeat coronary angiography revealed a stent fracture with rstenosis. This was treated with additional stent placement. Indication for original evaluation and index procedure is unk. The target lesion was identified as a type b2, de novo, calcified,and non-tortuous lesion of the mid left anterior descending artery with 89% stenosis. The left main was not protected. The lesion was pre-dilated with a silky balloon (no details) and the stent was deployed at 10 atms.